Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited shock impedance measurements greater than 200 ohms. It was reported there was a sharp increase in shock impedance measurements following a patient fall. The physician indicated that at the last follow-up, the rv lead pacing impedance measurement had increased from 1,100 ohms to 1,320 ohms. No noise or oversensing was noted, but the physician did not try to provoke any noise. Furthermore, there were increased threshold measurements and impedance measurements greater than 2,500 ohms on the right atrial (ra) lead. As a result, the ra lead was programmed off. During the revision procedure, evidence of severe twiddler's syndrome were noted. Both the ra and rv leads were wrapped tightly around the device resulting in insulation damage to both leads. As a result, both leads were surgically abandoned. A new rv lead was successfully implanted and a new ra lead was not implanted due to the overall low atrial pacing percentage. The device remains implanted. No adverse patient effects were reported.